Manufacturer narrative:
There was no button error alarm during testing. However, the pump had an intermittent act button response due to corroded keypad traces. The pump passed the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The insulin pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was frozen and the customer had a button error alarm. Customer's blood glucose was 440 mg/dl at the time of the incident. Customer's mother stated that the customer has not treated for high blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.